Event description:
Pt called to report an adverse event involving her durolane injection in her left knee. Pt stated that when she received the injection 6 weeks ago, the physician, dr (B)(6), hit the bone. The pt said it was very painful and 2 weeks later her left knee became very swollen and infected. The pt said the infection went away after two weeks. The pt stated she was charged (B)(6) for the injection, which she felt was an overcharge. Pt stated she is experiencing continuing pain in the back of her leg.